Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The sheath of the delivery system was damaged. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. The sheath edge is bent. There is blood on the shaft located at the distal end of the stability member. The device was able to be successfully deployed and recaptured although the sheath edge is slightly bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant the delivery system curve was bent too far out of the packaging and was difficult to pass through the tricuspid valve. After being deployed the device was difficult to recapture and could not be aligned with recapture cone. During explant one of the tines got hooked on the introducer valve. The delivery system and device were not used, and another system was used. No patient complications have been reported as a result of this event.